Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrected and or additional information is included in the following sections: b5, d1, d5, g1, h6, h11. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6)was performed from 11-nov-2022 to 10- nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had random biometric scanner failure due to sleep mode setting. A field service engineer checked the settings in the admin found that the sleep mode was set to 30 minutes, and the screen was set to 10 minutes. Resolved the problem by changing both settings to never. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer while using a bd pyxis medstation es station, the system did not allow users to login using biometric identification during a patient seizure. The customer stated that there was a 1-to-2-minute delay in accessing the required medication and confirmed that staff was able to dispense medication by having another nurse as witness log in.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that station had random biometric scanner failure due to sleep mode setting. A field service engineer changed the sleep mode setting to resolve the issue. A supplemental will be created if additional information about adverse event or patient outcome received from the customer. The system functioned as intended.

Event description:
It was reported by the customer while using a pyxis medstation es station, the system did not allow users to login using biometric identification during a patient seizure. The customer stated that there was a 1-to-2-minute delay in accessing the required medication and confirmed that staff was able to dispense medication by having another nurse as witness log in.